Event description:
Customer reported that the device was leaking at the junction of the 3 way stop cock and the tubing. No adverse consequences to patient. Device is available for evaluation. Customer would like an investigation report.

Manufacturer narrative:
Upon completion of the investigation, it has been noted that this complaint has been confirmed. A leakage was noted at the junction of the three-way stopcock and the tubing. A portion of the external drainage system tubing, including the luer connector, the three-way stopcock with its cap, the clamp and the y connector , were returned for evaluation. The product code was found to be 82-1730 and the lot number was not available for review. A crack was noted on the connecting joint that caused the reported leakage. It appears that the noted crack, between the stopcock and the tubing was due to improper handling. It seems that the tubing has been twisted or sustained excessive forces that caused the damage. However, the origin of the crack could not be determined. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.